Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2021 to treat knee pain. On (B)(6) 2024 the firm was notified that the patient had not used the device for more than one year and was reporting pain at the location of the implantable pulse generator (ipg). Patient was also planning to have a total knee replacement. A surgical explant was performed on (B)(6) 2024 to remove the nalu system in preparation for the impending total knee replacement. The physician was not able to fully remove the leads due to the formation of scar tissue and will plan to have the orthopedic surgeon remove the remaining components during the knee surgery. During the explant, it was noted that the ipg had migrated within the surgical pocket, likely causing the discomfort.

Manufacturer narrative:
The nalu system was in use with no reported issues or complaints for approximately one year prior to not being used. Neither the physician nor the patient informed any nalu representatives of any issues with the system that would have caused the system to not be used. Discomfort is likely related to the movement of the ipg within the surgical pocket.